Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the customer who indicated that the leak was slow and it came from one or two of the trocars. The procedure was completed without replacing the product. The product samples were not retained.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative that the trocar cannula was leaking during a procedure no known patient harm or impact. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The date received by manufacturer reported on the previous medical device report was not 10/03/2016. The correct date was 11/02/2016. (B)(4).

Manufacturer narrative:
No sample was returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there are no additional complaints associated with the lot for the reported issue. The root cause for the defect experienced by the customer could not be determined. An investigation has been opened in order to improve performance of the valves. (B)(4).